Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reports started last week where she has been charging, but her implanted ins is not moving the charge percent. Caller reports today she has been charging for about an hour, and the ins charge level has not moved up. Caller reports she is currently seeing: controller 70% charged ins at the orange charge level. Caller reports she is using a recharging belt and on tight. Caller reports she let her controller go to sleep and looking at the flashing green light. Caller confirmed during that one hour, she is seeing flashing green light, the light did not change. Caller reports she did not wake up her controller to check, letting the controller go to sleep during charging. Reviewed patient is doing appropriate recharging techniques. Suggest patient follow up with patient's hcp and bring all equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They meet with a manufacturer representative (rep) and got a replacement cord ordered.